Event description:
It was reported by dealer that the right motor is stopping intermittently as they drive the tdxsp-mcg power chair. Tilt actuator will go up then stop and slip with no movement. The dealer states the customer was stranded before for about 45 minutes at the end of summer. Home use (3-5 years of use). No additional information.